Manufacturer narrative:
(B)(4): the tip of the mas screwdriver has been sheared off and is missing: cause unknown.

Event description:
It was reported the screw wobbled on the driver during use in surgery. No patient complications were reported. Upon evaluation, it was determined that the tip of the driver was broken. It is unknown if the breakage occurred during the procedure.